Event description:
It was reported that the user¿s ilet bionic pancreas did not display glucose readings while the dexcom g7 continuous glucose monitor (cgm) app did, and the pump had been paired with an incorrect g7 sensor code; the correct g7 pairing code was subsequently entered and readings resumed. Symptoms included hyperglycemia with a blood glucose peak of 357mg/dl with associated symptom of a headache. Outcomes included no long-term health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem with the ilet or a specific component, and a usage problem was identified related to improper pairing procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.